Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 35 mg/dl. Reportedly, the paramedics were called and bg was treated with intravenous sugar. The cause of bg was unknown. A system check with tandem¿s technical support confirmed that the pump and cartridge functioned as expected. Recommendation was made by tandem's technical support (cts) for the customer to contact a healthcare provider regarding bg. The customer reported in followed up with cts on (B)(6) 2018 that bg was due to use error; however, there was no specific information regarding the user error. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.